Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. The customer mentioned they have tried to leave the battery out of the insulin pump for an entire day. The display has not returned. The customer mentioned they were not been able to use the insulin pump for a few days. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
Findings: blank display due to corroded battery cap contact, however test battery cap was used and pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had slightly corroded battery tube, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.